Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the words in the pump display were inverted and backwards. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.